Manufacturer narrative:
Event date: (B)(6) 2017. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was selected for a thrombectomy procedure. During the case when the catheter was inside the patient, the footswitch was sticking. It was believed the procedure was competed with this device. There was no big issue in regards to the patient's outcome.